Manufacturer narrative:
The initial MDR 2432235-2017-00654 was filed on 20-dec-2017. Corrected information (26-dec-2017): the initial MDR has incorrect manufacturing site address. Has been updated with the correct manufacturing site address.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse reviewed the instrument maintenance and primed it without issue. The cse ran multi-dilution precision testing on patient samples which indicated low coefficient of variations (cv). The cse ran quality control (qc) which passed. A siemens headquarter support center (hsc) specialist evaluated the data related to the event. Troponin ultra (tni-ultra) is a low relative light units (rlu) result range. This means that any change in the quality of the sample preparation can create enough change to cause a discordant result. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was sent as a preliminary result to satisfy the laboratory turn around time. The sample was repeated on the same advia centaur cp instrument, resulting lower. The sample was then repeated on an alternate instrument and the result matched the original instrument repeated result. The original repeated result was reported to the physician(s). There are no reports of adverse health consequence due to the discordant, falsely elevated tni-ultra result.